Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the emergent endovascular treatment of a thoracic aorta ulcer. A recent CT revealed that there was either a type ii endoleak from the lsa or proximal type I endoleak do to the extensive calcium in the landing zone. The physician believes that the cause of the event is due to the calcium holding the graft off the vessel wall. The patient has stage 4 lung cancer. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. The film review from an outside consulting physician has been completed. Reportedly this patient presented with hemoptysis, and underwent tevar repair of a larger saccular aneurysm or pseudoaneurysm involving the distal arch and proximal descending thoracic aorta. The stent graft was placed from a point just distal to the origin of the arch-origin left vertebral artery down into the mid descending. There is still contrast enhancement and perfusion of the aneurysm sac. The arch anatomy is sharply angulated and with much calcific atherosclerotic disease in the aorta and branches. The film review physician stated that the proximal stent graft landing was in a rather unfavorable segment for optimal conformability, with obvious bird-beaking of the bare proximal stent occurring along the lesser curvature. Continued perfusion of the aneurysm sac may well be related to backflow from the lsa, at least in part. There may be a component of a type I endoleak related to the suboptimal proximal landing. An internal review of the cta¿s 10-days post-implant confirmed that a valiant was implanted from just distal to the lsa, extending into the descending thoracic. There is extensive calcification seen along the majority of the thoracic aorta, including the landing zones, great vessel and arch. There is contrast seen outside the stent graft within the calcified saccular aneurysm. This may be from a proximal type I endoleak caused by the inadequate proximal seal due to the vessel calcification and stent graft angulation. The lsa is patent and severely calcified, and this may also be a source of the contrast seen in the sac. There is also bird-beaking seen on the inferior bare spring likely due stent graft placement along the highly angulated arch, which may have also contributed to the poor proximal seal. Images post lsa plug intervention were not provided.